Manufacturer narrative:
Device used for treatment not diagnosis. Additional narrative: DHR - a review of the DHR indicates there was one mrr (B)(4) for two parts out of 47 in which the pin will not pass through the part, or pin function nonconforming. The entire lot was returned to the supplier for rework and inspected 100 percent for pin function after rework and all passed. This pin function nonconformity is not related to the breakage complaint. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications. Product development evaluation: design changes have been made to address the breakages of the coupling screw. Heat treatment of the instrument was added in 2004 to address strength requirements. This submitted complaint part has had a 6 year service life. The coupling screw had a service life of 6 years. Based on this length of use and occurrence rate/complaint history, the design of the device was evaluated and deemed to meet its intended use. However, the cause of this complaint cannot be determined.

Event description:
During a trochanteric fixation nailing, the end of a helical blade coupling screw snapped off hitting the floor. This is the distal end that is tapped on. The end of the screw was still screwed into the inserter. A screw removal kit was used to disengage coupling screw. Procedure was completed with 10 minute delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.